Manufacturer narrative:
UDI: ( (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial patellofemoral ligament (mpfl) surgery of the right knee performed on (B)(6) 2016 using lupine br with orthocord, the patient had a revision surgery on (B)(6) 2016 due to joint stiffness. According to the report, the initial procedure of mpfl repair also included osteochondral allograft, microfracture, and synovectomy. It was further reported that the revision surgery included lysis of adhesions, lateral release, synovectomy, and manipulation under anesthesia. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial patellofemoral ligament (mpfl) surgery of the right knee performed on (B)(6) 2016 using lupine br with orthocord, the patient had a revision surgery on (B)(6) 2016 that included lysis of adhesions, lateral release, synovectomy, and manipulation under anesthesia due to joint stiffness. According to the report, the patient had postoperative pain, joint stiffness and arthrofibrosis on (B)(6) 2016. It was further reported that the initial procedure included: initial procedures: mpfl repair, osteochondral allograft, microfracture, and synovectomy. The current status of the patient was unknown. No additional information was provided.